Manufacturer narrative:
The device has been received for investigation. Investigation is pending. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where it was reported there was leakage on tubing. The event was noted during infusion of an unknown solution. There was no unprotected drug exposure to patient or healthcare provider. There was no other physical defect noted. There was patient involvement, no patient harm and no healthcare provider harm.

Manufacturer narrative:
Received an image provided by the customer showing a pink rectangle outlining red markers on the tube portion of the set. Received one used. List #142480489, primary plumset, pe lined tubing, 107 inch; lot #13518329.the complaint of leakage on the used 142480489 primary plum set can be confirmed. The image provided by the customer shows damage found between two orange marks on the tube of the plumb set. The set was leak tested per specifications. There was a leak observed from a puncture observed between two orange markers found in the exiting flow tubing after the cassette. The probable cause of the observed leakage is due to the puncture in the tubing. The cause of the damage is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.